Manufacturer narrative:
The device history record (DHR) for this manufacturing lot was reviewed and the device met all release criteria and there were no discrepancies or unusual findings that relate to the reported event. The inlay remains implanted and is not available for evaluation. The device labeling lists 'inlay shifts in position' as a potential risk. (B)(4).

Event description:
The patient underwent implantation of the raindrop corneal inlay on (B)(6) 2017. At the one-month postoperative visit, it was noted that the inlay had decentered. The corneal flap was lifted and the inlay was successfully repositioned. Additional information has been requested.

Manufacturer narrative:
Manufacturer complaint reference: (B)(4).

Event description:
New information was received on june 20, 2017. Four months after the inlay was repositioned, it was explanted due to patient's dissatisfaction.